Manufacturer narrative:
Additional information pertaining to this case was received. The pg was re-checked once again at the clinic. Upon interrogation a yellow reset screen appeared and it was noted that the device was in reset vvi mode. A save to disk was done and analyzed by engineering which revealed that the device had done a reset 19 times and the reported pacing inhibition was the result of the parameter area of the device memory being corrupt. It was also noted that when the device resets the daily measurements are cleared which would explain the missing daily measurements noted in the field. No allegations against the lead was noted. The device was explanted and will be returned while the lead remains implanted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory it was revealed that the device had declared 20 resets, the last one occurring post explant. Further analysis found that the device was issuing access error resets. Monitoring of the device noted that numerous resets would be issued one day with several resets occurring in a row and then another day no resets would be issued. When several resets would occur in a row pauses in pacing were noted. When no resets were occurring normal pacing and sensing was noted. Detailed analysis confirmed that the digital integrated circuit (ic) had become degraded and was failing to execute digital functions which in turn caused the resets noted. Laboratory analysis confirmed that the degraded component resulted in the device to function out of specification and in turn resulted in the clinical observations reported.

Manufacturer narrative:
Subsequently this device was explanted and returned. Upon analysis this event will be updated.

Event description:
--

Manufacturer narrative:
At this time no additional information is available and this pg and ra lead remain implanted and thus will not be returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to a syncopal episode. Monitoring the patient over night showed asystole for > 2 seconds on the atrial channel as well as noise on both the ventricular and atrial channels. The pulse generator (pg) was interrogated and showed normal device function. To investigate further the arrhythmia logbook and daily measurements were looked at, but it appeared that some of date measurements was missing. The pacing impedances appeared to be within normal range. Analysis of the recorded rhythm strips noted right atrial (ra) lead oversensing which led to asystole and in turn syncope. At this time the patient is awaiting a chest x-ray to determine the root cause of the issue.